Event description:
It was reported that the 9900 system intermittently would not boot up. Also would not save images. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The software upgrade was installed during the service call. The system was tested and found to be working as intended, and put back into service.